Event description:
It was reported that a user experienced difficulty pairing an fsl3+ cgm with the ilet system, with the cgm display toggling between warm-up and pairing for approximately 30 minutes until a device restart led to the warm-up period resuming with time remaining. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and continued therapy after troubleshooting. Investigation included customer interview and device troubleshooting. Investigation of this case revealed the pairing function recovered after a restart and the sensor proceeded to warm-up as expected, with no recurrence documented during the call. It was concluded that the event was resolved with standard troubleshooting and that the device functioned as designed after restart.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.